Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
New information received indicates that the patient was stable before and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving an alert. Device interrogation revealed charge time limit reach. Manual cap reformation was performed, but did not resolve the issue. The alert kept reappearing. The device was replaced. No further information is available at this time.